Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 7753500,510k # k082728 and UDI (B)(4) is approved for sale in us. Product analysis result: visual microscopic visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom threaded portion of the implant was not returned for analysis. Microscopic examination of the thread form did not identify thread damage on the returned portion of the implant. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: csm(cervical spondylotic myelopathy) procedure:posterior cervical decompression fusion levels implanted: c3 it was reported that intra-op, the projection part of the mas set screw broke off. No patient complications were reported as a result of event. There no delay in procedure time as a result of event.